Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of parkinson's disease who had undergone deep brain stimulation experienced an issue with the activa rc wireless recharger, as the battery indicator light was blinking and flashing green, and the recharger could not be used. A warranty replacement was provided. No patient complications have been reported as a result of this event. Additional information was received from the rep. A reset was performed but did not help.